Manufacturer narrative:
Batch review performed on 8 august 2025: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (B)(6) lot: 2429766: (B)(4) items manufactured and released on 27-feb-2025. Expiration date: 11-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised, batch review performed on 8 august 2025: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (B)(6) lot 2500627: (B)(4) items manufactured and released on 17-apr-2025. Expiration date: 01-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in reporting instability and signs of an infection. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the poly and upsized the metaphysis (+9mm) to address the instability. The surgery was completed successfully.